Event description:
It was reported that the pt was revised partially due to shell loosening.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided, however, a product failure is very unlikely as it can be assumed that the implantation did occur between 2000 and 2001 reflecting the device manufacturing date. The most reasonable assumption is that pt's condition changed and led to the event. In general, the chance of a hip replacement lasting more than 10 years to between 85 and 95 percent within the orthopaedic industry and loosening is a inherent risk after that period of time. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).